Manufacturer narrative:
(B)(4). The end-user has refused to return the device to the factory for further investigation.

Event description:
During a patient use event, the user is reporting the device gave a critical error warning. The user changed the battery but that did not clear the error. The pads involved were disposed of and are not available for investigation. Patient outcome is unknown.